Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: collagen plug did not deploy in patient; and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional event information and provide the device evaluation results. An 6fr angioseal vip used device was received for product evaluation. Returned was the angioseal carrier tube assembly with the tamper tube present and the suture still intact with the collagen and the anchor. The assembly was not returned with the arteriotomy locator or the hemostatic sheath, or bypass tube. A gross visual examination of the returned products found remnants of dried body fluid present on all components. The tensioner latches were in the rear lock position. The collagen and anchor were both exposed. There was no damage noted on the deployment sleeve. The green tamper tube could be seen partially out of the carrier tube. The collagen did appear to have been partially exposed to body fluids at one point, but did not appear to have been tamped. The returned collagen was not in the original configuration as it was partially compressed. With the returned product no assessment could be made as to how the bypass tube interacted with the system. The hemostatic hub was also missing from the returned assembly. The IFU indicates in step b "cradle the angioseal carrier tube in the palm of the hand and with the reference indicator facing up slowly insert the bypass tube into the hemostatic valve." This step releases the collagen and anchor from their packaged orientation and allows the components to be inserted into the body. The fact that the hemostatic hub was not mated with the angioseal carrier tube assembly indicates that the user may not have inserted the hemostatic sheath or that the carrier tube assembly was removed from the hemostatic sheath during troubleshooting. Functional analysis was performed regarding the deployment of the collagen by removing the tamping tube from the carrier tube and soaking the collagen in water for 5 minutes. After the passage of time the collagen was removed and the tamping tube was used to tamp the collagen. After tamping the tip of the black marker could be seen at the proximal end of the tamping tube indicating the collagen was able to be compacted. The returned product did not have the hemostatic hub present which is necessary in properly removing the bypass tube and ensuring that the collagen is properly deployed within the patient. The absence of the hemostatic sheath did not allow adequate replication of the release of the collagen plug and anchor. At this time no conclusion can be drawn as to the cause of the collagen not deploying since only part of the device was returned with the collagen removed from the bypass tube. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on (B)(6) 2017. Hemostasis was achieved by manual compression. Blood loss was reported to be 30ml. The patient is fine. Everything was contained within the sheath upon removal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.